Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with over 300 units of insulin during the load sequence. Tandem technical support educated the customer on cartridge labeling. During troubleshooting, the customer attempted to load a new cartridge with less than 300 units and customer continued to received a minimum fill notification. In addition, it was reported that insulin drips were not observed to be exiting the infusion set tubing during the load fill process. Customer¿s blood glucose level ranged from 131-132 mg/dl. At the time of the call, the customer did not have an alternate method of insulin therapy, but stated that the healthcare provider will be contacted in attempt to obtain an alternate method of insulin therapy.

Manufacturer narrative:
Per tandem's user guide: the single-use disposable cartridge can hold up to 300 units (3.0 ml) of insulin. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.